Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). Prior to the procedure, the pt was administered the following antiplatelet medications: aspegic, heparin. A 2.5x24mm taxus liberte stent implanted in the target lesion without complications. No additional medications were given during or after the initial procedure. Two days later, the pt presented with signs of a myocardial infraction. An angiogram confirmed stent thrombosis. To treat the thrombosis, a 3.0x38mm non-bsc bare metal stent was deployed and post dilated with a 3.5x12mm quantum maverick balloon two times at 14atms for 15sec. No additional pt complications were reported. The pt was monitored in the hospital for 5 days and their current condition is listed as "stable". The pt is currently on plavix and aspirin.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.